Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The blood glucose at the time of the incident was 294 mg/dl. The customer states the air bubbles are located in the reservoir. She states when they fill up the reservoir there is no air bubble in it. However she did note they rewind with the reservoir in place. The customer was educate on proper technique, but did not state they cleared the air bubbles. The device will not be returned for analysis.